Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected weak battery alarms were noted. The insulin pump had an unresponsive up arrow button due to an unlocked keypad connector. The insulin pump was received with a cracked case at the battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the up button was not working when attempting to rewind. The customer's blood glucose was 470 mg/dl. The customer treated the high blood glucose with a manual injection. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.